Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that the healthcare provider (hcp) was explaining a competing manufactures system and replacing with medtronic system. Unknown what happened.  Pt is having increased pain post surgery. Pt has hyperalgesia in left leg and prior to surgery was already in pain. Hcp checked lateral image multiple times to check needle depth, and no csf was noted. Per hcp, pt will be getting MRI. Per hcp pt is in hospital in pain after re-implanting system. Additional information was received from the rep and it was reported that the increased pain was a result of the surgery as MRI showed no issues and pain is decreasing. Per hcp, nerves were irritated. The increased pain was resolved.